Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -9.0/1.0/090 (sphere/cylinder/axis) haptic tore during loading. Backup lens was implanted and there was no patient harm.

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).